Event description:
Patient presented to the physician with c1 vertebrae issues, left arm tingling, and migraines since the implant procedure. Physician suspected the symptoms may be related to positioning during the implant procedure and referred the patient to a chiropractor.